Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04777. It was reported that the patient is experiencing ineffective stimulation following a motor vehicle accident. The patient's right side s1 lead has migrated and is showing high impedances. The patient's left side s1 lead is giving motor sensations during programming. Surgical intervention is pending to address these issues.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2022 in which the right s1 lead was explanted and replaced and the left s1 lead was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.